Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, which lasted approximately 30 minutes, the patient suffered a burn at the exit portal area which requires treatment. The burn was not noticed until post-operatively, most likely in recovery. The burn covers an area of about 20 cm2 (7-8 square inches) and is thought to be a 2nd degree burn. The patient remained in the facility for 2 days and is being treated with "tulle gras" bandages; a 15 day follow-up by the surgeon is noted. The surgeon believes that inadequate fluid management through the joint space is the root cause for this event, a user issue; however, in performing due diligence the vapr generator was forwarded to a service center for examination and testing.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received in good physical condition. The 2nd portion of the examination was the functional testing. This portion of the exam is performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; could find no fault with the vapr generator. The root or underlying cause for the reported event is not attributable to the vapr generator, but lies elsewhere; in this particular incident, the surgeon believes, as we do, that inadequate fluid management through the joint space is the root cause for this event, a user issue; however, in performing due diligence the vapr generator was forwarded to a service center for examination and testing. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.